Event description:
The customer reported that intermittently the system's left live monitor would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.